Event description:
It was reported that the patient had atrial fibrillation and was given sotolol to manage his rate. The patient's ventricular intrinsic rate dropped to the 30's. Inter- mittent loss of ventricular capture was observed at 7.5 v, 1.5 ms. Lead impedance was <200 ohms in both configurations.